Manufacturer narrative:
Summarized patient outcomes/complications of amplatzer duct occluder ii were reported in a research article in a subject population with multiple co-morbidities including chronic kidney disease, hypertension, diabetes, and type 2 diabetes mellitus. Complications reported included patient device incompatibility (endocarditis), patient device interaction problem (residual shunt), device embolization, pericardial effusion, endocarditis, heart block, arrhythmia, hemolysis, surgical intervention (surgical repair of defect), unexpected medical intervention (device snared, medication, temporary pacemaker); these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. Literature attachment: incidence and predictive factors for surgical interventions following simple congenital heart disease interventional transcatheter/interventional procedure. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "incidence and predictive factors for surgical interventions following simple congenital heart disease interventional transcatheter/interventional procedure", was reviewed. This research article is a retrospective single-center experience to evaluate the incidence, treatment outcomes, and predictive factors associated with reintervention after reintervention occlusion procedures for simple congenital heart disease (chd), focusing on strategies to prevent and manage severe complication, thereby reducing the need for subsequent intervention. The devices included in the study were heartr septal occluder, shanghai shapre memory alloy septal occluder, memosorb biodegradable occluder, and amplatzer duct occluder ii. The article concluded that traditional surgical repair is a common and effective approach to manage severe complication arising from interventional occlusion for simple chd and minimizing subsequent surgical intervention is a key clinical priority to improve patient prognosis. [The primary and corresponding author was runwei ma, department of cardiac surgery, fuwai yunnan hospital, chinese academy of medical sciences/affiliated cardiovascular hospital of kunming medical university, kunming 650032, china, with corresponding e-mail: marunwei@kmmu.edu.cn.] This study included patients who underwent transcatheter procedures from 01 september 2017 to 30 september 2022. A total of 4190 patients were included in the study, of which an unknown amount received an abbott device. The age distribution was 30.2% (1264) less than 18 years and 69.8% (2926) equal to or greater than 18 years. The majority gender was female. Comorbidities included chronic kidney disease, hypertension, diabetes, and type 2 diabetes mellitus.